Manufacturer narrative:
One 6f fast-cath introducer was received in two pieces. The sections were labeled a and b for evaluations purposes. There was a flattened section proximal to the tip end of section a. Section a contained the hemostasis body with the remaining section labeled b. Section a shaft length measured 1.0". Section b shaft length measured 4.0". The flattened area on section b was located 2.25"-2.5" proximal to the distal tip. Microscopic examination of the separated section of the sheath revealed a nick in the sheath, which caused the sheath material to stretch/elongate and break. The manufacturing procedure for this device has a minimum requirement for pull force. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. As the complaint description notes resistance and the application of pressure while inserting the catheter into the sheath, the root cause classification is consistent with operation context as device performance was limited related to procedural factors.

Event description:
It was reported after attempting to insert a 6f catheter into the introducer the physician discovered the introducer had broken and a piece was in the right atrium. The physician noted resistance while trying to advance the catheter into the sheath and after applying some pressure to advance the catheter he noted that the sheath could not be visualized on fluoroscopy. The broken piece of the sheath was seen in the right atrium and had to be removed with a special "trap" device. No further intervention was required and there were no consequences to the patient.